Event description:
It was reported at the international stroke conference that a patient experienced a stroke after the successful placement of a stent (subject device). No further information is available.

Manufacturer narrative:
Implant date is unknown. Other for no allegation of product malfunction or non conformance contributing to the reported event. Device MFR date: unknown as the batch lot number was not provided. Conclusion code: other for anticipated procedural complications. The device is unavailable for evaluation. The reported event has been confirmed based on information received. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. There is no indication that the subject device malfunctioned. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the device directions for use. As a result, a root cause of anticipated procedural complication has been assigned.